Event description:
It was further reported that the patient was given perioperative antibiotics. The onset of the infection was thought to have been (B)(6) 2013. The last refill was (B)(6) 2013. The patient did not have meningitis but reportedly experienced fever, redness, swelling, drainage, and pain. The culture of the pump pocket was noted to have the ¿g+ cocci¿ organism. The patient was treated with intravenous and oral antibiotics and had a total system explant. The explanted products were discarded. The patient¿s infection was resolved and there were no drug withdrawals. The patient was also taking percocet, clonazepam and valium. The device system delivered baclofen.

Event description:
It was reported that the patient¿s pump and catheter were explanted on (B)(4) 2013 due to infection located at the pump pocket and catheter track. Symptoms of infection were reported as a fever. It was noted that there was a culture taken of the device pocket, but as of report date, the infection was of an unknown organism. The pump device was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).